Event description:
It was reported the insulin pump had physical damage. The device was not dropped or exposed to moisture. The battery compartment or spring were not damaged or corroded. Inserted a new battery and the display did not turn back on. Customer was advised to discontinue use of the device and revert to back-up plan. Customer's blood glucose was 139 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not properly plugged in. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.